Event description:
The customer reports that the catheter kinked near the point where it when through the skin and lost function. The nurses attempted to straighten out the catheter , but it was too kinked to save. The patient had quite a bit of tissue at the insertion site and it tended to move with her activity, so the nurse suspected that this could have contributed to the damage to the catheter.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter device for evaluation. Visual examination of the catheter revealed that the catheter body was kinked in two locations; once directly adjacent to the catheter juncture hub and the other ~10mm further along the body. The two noted kinks were the only distinct kinks; however the catheter body was bent and curved in several locations. During the decontaminating process, the kink adjacent to the hub was fully separated. This did not affect the outcome of the testing as the catheter was functionally tested before decontamination. Microscopic examination confirmed the kink in the catheter body. The material at the kink was flared outwards. This type of damage is consistent with a kink in the catheter body that could potentially lead to a tear/hole. The catheter tip showed evidence of use but no damage or anomalies. The kinks/tears in the catheter body were located 1 mm and 9 mm from the bottom of the juncture hub. The catheter body length measured approximately 65 mm which is consistent with the nominal value of 65 mm per catheter assembly product drawing. The catheter body outer diameter measured 0.0353" which is within the specification of 0.033"-0.037" per catheter body product drawing. The catheter body inner diameter measured 0.026" which is within the specification of 0.025"-0.029" per catheter body product drawing. The catheter was flushed with water through the extension line using a 10ml hand syringe and leaked out of the tear in the catheter body adjacent to the juncture hub. No blockages or additional leaks were observed. This occurred prior to decontamination of the sample, and before the sample fully separated. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. The customer did not provide a lot number; therefore, a device history record review was performed based on the customer sales history of the catheter assembly. No relevant findings were identified. The instructions-for-use (IFU) provided with this product describe suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement." The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction. The report of a catheter body kinking in use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked/torn in two locations along the catheter body; once directly adjacent to the juncture hub and the other ~10mm further along the body. The appearance of the kinks/tears in the catheter body is consistent with the catheter body kinking in use creating a hole/tear in the catheter material. The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates a catheter leak.

Event description:
The customer reports that the catheter kinked near the point where it when through the skin and lost function. The nurses attempted to straighten out the catheter , but it was too kinked to save. The patient had quite a bit of tissue at the insertion site and it tended to move with her activity, so the nurse suspected that this could have contributed to the damage to the catheter.